Event description:
Date of surgery: 2003. It was reported by a non-medical professional that a patient with a history of instrumentation and fusion of l2-sacrum underwent a surgical procedure to extend the construct to the t11 level via a tlif procedure utilizing an interbody device, rhbmp-2/acs, local bone, and allograft chips. During the surgical procedure, "a trial was placed and on removal of the trial a contraction of the lower extremities was noted." Upon a wake-up test, the patient was not able to move the lower extremities. As a result, the patient is now a t12 paraplegic with incontinent bowel and bladder, and difficulties with adl. Since the procedure, the patient has developed a decubitus ulcer and has undergone a surgical debridement of the area. Patient is currently living in a nursing home with continuous monitoring care.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.